Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was recieved indicating a lead revision took place and this right ventricular (rv) lead was capped and replaced. The implantable cardioverter defibrillator (ICD) remains in service.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed shock impedance measurements greater than 200 ohms. The patient was brought in for further evaluation. The device was reprogrammed to rv coil to can, eliciting shock impedance measurements within acceptable limits. It was suspected that the proximal coil was fractured. The patient was released and defibrillation threshold (dft) testing was scheduled for the following week. To date, no adverse patient effects were reported as a result of this clinical observation.